Manufacturer narrative:
The architect system operations manual, architect I-systems service and support manual, and the i2000sr field service training guide address safety hazards, including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. A review of the architect i2000sr serial (B)(6) service history, revealed no additional injury issues from the manifold, pre-trig/trig 11.9 (rohs)_part, the current complaint is the sole eye splash complaint, reported on the serial (B)(6). No nonconformances or potential nonconformances related to an injury were found for the manifold, pre-trig/trig 11.9 (rohs)_part. A review and search for similar complaints identified no similar complaints nor any adverse trends of the with manifold, pre-trig/trig 11.9 (rohs) with regards to an injury. The current complaint is the sole complaint for an eye splash from the manifold, pre-trig/trig 11.9 (rohs) during the review period. The architect ia product monitoring was reviewed, and no similar issues as described in this complaint were found. The event was determined to be related to use error. No product deficiency was identified for the manifold, pre-trig/trig 11.9 (rohs) and the i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr), (male, (B)(6) years old, white race) was splashed in the eye on (B)(6) 2021 with a drop of pretrigger or trigger solution while working on the pretrigger/trigger manifold on the architect i2000sr. The fsr immediately began flushing the eye with water, then 2 bottles of sterile eye wash and flushed eye slowly for 5 to 10 minutes using eye wash. The fsr sought medical attention to have the eye checked. It was found that no major damage had occurred due to fast action of flushing, but the eye was inflamed and dry. As a precaution the fsr was prescribed antibiotic eye drops, hydrating eyedrops, and pain relief drops to be used if required. The fsr eye is still sensitive however vision had improved. The fsr was able to continue working and returned to the customer site to complete service on instrument. Prior to the eye splash, the fsr had inspected the pretrigger/trigger manifold and found a leak in the area and onto the optics. The fsr was not wearing eye protection at the time of the splash.